Event description:
It was reported a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post heart catheterization procedure. Three days later, after the discharge from the hospital, the pt returned with severe groin pain. An ultrsound revealed a medium sized hematoma. But was negative for pseudoaneurysm. The pt underwent surgical exploration and repair of the hematoma. The hematoma was found to be filled with pus and was being fed by side branch artery that had been nicked during the catheterization procedure. A bedridment procedure was performed. Cultures revealed staph aureus was present and the pt was treated with antibiotics. It was unk if the angi-seal device was removed during surgery.